Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 525 mg/dl. Elevated bg was addressed by correction bolus via pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, removing air from the cartridge prior to filling, and not cleaning the pump pneumatic tap. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, to clean pneumatic tap, and to remove air from cartridge per user guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 525 mg/dl. Elevated bg was addressed by correction bolus via pump.